Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported astato xs 9-12/confianza pro 12 guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. The coil and the core wires were found twisted and fractured at approximately 190mm from the proximal solder that was originally located at 200mm from the tip for the purpose of fixing the coil onto the core. Observation by scanning electron microscope (sem) was performed on both fracture ends. The coil had a flat fracture surface was found bent and twisted proximal to its fracture end. These findings indicated that torsion had caused the coil to fracture. The core was also bent and had a flat fracture surface. Twisting of the core was observed proximal to the fracture end. A crack was found on the surface of the core shaft. These findings indicated that torsion was applied on the core while the core was bent. Measurement on the returned guide wire suggested that approximately 10mm of the tip segment was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation outcome, it was presumed that bending stress and torsion generated with wire manipulation had most likely contributed to separation of the tip of the returned guide wire. As the wire tip was trapped in the heavily calcified cto, the applied stress would localize and therefore exceed the product design limit. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]; observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that the tip of an astato xs 9-12 (distributed as confianza pro 12 in the us) guide wire had detached during a plain old balloon angioplasty (poba) to treat a heavily calcified, chronic total occlusion (cto) in the anterior tibial artery. With support of an asahi corsair armet microcatheter, multiple asahi guide wires were used as wire escalation. None of those crossed the lesion and the astato xs 9-12 was then used but resistance was met with the corsair armet microcatheter. It did not seem like trapping but the guide wire failed to advance. When pulled back, the tip approximately 5mm long detached and remained in the patient anatomy. Snaring the tip fragment was unsuccessful. The physician decided to leave the tip fragment in situ. The procedure was successfully completed with reestablished blood flow. Patient outcome was fine. There were no adverse patient effects associated with this event.